Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2011. Patient underwent revision surgery on (B)(6), 2012 due to luxation and a larger size was implanted. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.this report filed (B)(6), 2012

Manufacturer narrative:
Evaluation of the returned components showed the returned bearing was implanted for only eight weeks, yet the damage visible on its surfaces is quite substantial. The returned oxford bearing was replaced by another bearing 2mm thicker, indicating the incorrect size may have been originally implanted or soft tissue changes increased the laxity of the joint. The articulating surfaces, both superior and inferior, have a heavy degree of scratching that generally runs in the same direction suggestive of third body wear. Flattening of the anterior edge is indicative of impingement and/or dislocation - both of which may have directly involved osteophytes or bone cement, but which was probably encouraged by the laxity of the joint due to the bearing being too thin. The absence of clearer radiographs and surgeon's notes prevents any definite conclusions from being made.